Manufacturer narrative:
The customer reported an abnormal sipper probe movement alarm. The field service engineer (fse) noted bubbles within the pro cell and the clean cell reservoirs & within the dripping sipper syringe. The fse replaced all 4 pinch tubes. He then ran 40 times reagent primes. The bubbles and the dripping were no longer evident. The investigation determined that the root cause of the event is consistent with a maintenance issue. No further issues were reported afterwards. H3 other text : na.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with ft4 assay on a cobas 6000 e601 module. On (B)(6) 2023: initial result: 66.61 pmol/l; rerun result: 15.27 pmol/l. Since the customer was having qc issues from (B)(6) 2023, no erroneous results were reported outside the laboratory and the sample was repeated. The rerun result was deemed to be correct.